Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During the atherectomy and angioplasty of the lt sfa (superficial femoral artery) the sheath was placed in the older male patient's right common femoral artery. Sometime during the procedure, as the user was inflating and deflating the balloon, the doctor noted a lot of bleeding. It was determined that the hub of the sheath separated from the catheter, leaving the catheter portion inside the patient's body. Blood loss was increased and procedure had to be cut short. The portion of sheath that separated in the patient was able to be successfully retrieved. The patient experienced hemorrhaging and possible hematoma. No additional information has been provided.

Manufacturer narrative:
(B)(4). Investigation - evaluation: clinical opinion: based on the available information it¿s not clear if the root cause of the reported event is associated with the procedure/technique, or eventual malfunction of the device. No part of the device remained inside the patient. It was retrieved. If the device will be returned the investigation will clarify the eventual root cause of the device. A review of the complaint history, drawings, dimensional verification, device history record, documentation, manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device was returned for investigation with the check-flo assembly separated from the sheath. There was exposed coiling exiting from the proximal end of the sheath, and the flare was found to be missing. During investigation, the connector cap was separated from the check-flo body, but the flare was not found within the cap. At the separation site, the sheath tubing was frayed/ribboned and appeared to be stretched. The returned sheath was measured to be 45 cm. It had been noted that no part of the device had been left inside the patient, as it was able to be retrieved. It is unclear what led to the reported failure mode; a definite root cause cannot be determined. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
During the atherectomy and angioplasty of the lt sfa (superficial femoral artery) the sheath was placed in the older male patient's right common femoral artery. Sometime during the procedure, as the user was inflating and deflating the balloon, the doctor noted a lot of bleeding. It was determined that the hub of the sheath separated from the catheter, leaving the catheter portion inside the patient's body. Blood loss was increased and procedure had to be cut short. The portion of sheath that separated in the patient was able to be successfully retrieved. The patient experienced hemorrhaging and possible hematoma. No additional information has been provided.